Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 190 units of insulin during the load sequence. Customer added more insulin to resolve this issue. Customer reported resistance while loading the cartridge with insulin. The syringe needle was changed to resolve this issue. Customer¿s blood glucose level was 188 mg/dl.